Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviation regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832-11. We have to assume most probably reason would be that too high applied torsional force, well beyond its calculated design may have caused the breakage tip. No product fault could be detected.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a screw that reportedly did not function properly. It was reported that the surgeon had a problem with the screw during insertion through the scalp, during an unspecified procedure, resulting the tip of the screw breaking. No additional information was provided.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.